Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an alarm 30 occurred with during the load process. The reporter was unable to verify if the customer followed the on screen instruction before the alarm occurred. Blood glucose was 155 mg/dl. Reportedly, the customer was able to load a cartridge successfully, and continued using the pump for insulin therapy.